Manufacturer narrative:
(B)(4).

Event description:
The surgeon inserted the micl13.2 implantable collamer lens on (B)(6) 2011 and the next day pressure spikes and excessive vault were noted. The lens was removed on (B)(6) 2011 and inadvertently discarded. A shorter lens was implanted and the patient is doing fine now.

Manufacturer narrative:
Evaluation method - medical review: results: review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop and narrowing of the angle. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the patient's vision. (B)(4).